Event description:
It was reported that a patient connected to the homechoice machine before priming while performing peritoneal dialysis therapy. The caregiver reported having not opened the patient line clamp during priming. The caregiver planned to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This complaint is for a report of a use error - failed to follow therapy steps during the priming stage, where the patient was connected to the homechoice before priming and also had forgotten to open the patient line clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also informs the user to open clamps on the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.